Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, it was reported that on (B)(6) 2007: patient underwent EKG which was normal. Patient also underwent chest x-ray which was normal. On (B)(6) 2007: patient presented with raptured disc at l5-s1 with severe pain going down both legs, the left much more than the right. Pre-op diagnosis: l5-s1 herniated lumbar disc. Patient underwent following procedures: l5-s1 pedicle screw fixation; l5-s1 posterior lumbar interbody fusion with machined peek spacer; l5-s1 posterior lumbar interbody fusion with allograft and autograft; intraoperative monitoring with emgs; intraoperative use of frameless stereotactic system; intraoperative use of fluoroscopy. Per op notes, the screw was placed using the frameless stereotactic and emgs. This was repeated into the s1 pedicle again using the probe. This was repeated on the patient's right side, placing both screws. After all four screws were placed, on the left side the l5 lamina was almost completely removed, going out removing the facet also at l5-s1. The peek tlif spacer was brought into the field after using the appropriate size trials. This was packed with a combination of the patient's own bone and rhbmp-2/acs. Prior to placing this more of the patient's bone and rhbmp-2/acs was placed anteriorly in the disc space. The tlif spacer was then placed in the disc space using fluoroscopy in ap and lateral planes to make sure it was positioned good ap and laterally. After this was done the peek rods were placed. Soft tissue and periosteum was removed and rhbmp-2/acs and patient's own bone, what remained of it, was placed over this. Electrodes for nim monitoring placed to bilateral lower extremities. No complications reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.